Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s touchscreen became partially unresponsive at the top of the display, preventing access to menu, cartridge, and notifications, with a visible scratch present and no cracked screen noted. Symptoms included no adverse clinical effects and blood glucose was reportedly unaffected. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included remote troubleshooting and arrangement for replacement, with instructions to sync data and power down the device prior to return. Investigation of this case revealed a suspected display or touch panel malfunction localized to the upper screen region, consistent with a hardware screen responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.